Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connector ports. The output connector assembly was replaced. The device passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular ports. The epg has been returned for warranty repair. There was no patient involvement.